Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is striated opening and broken assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.